Event description:
Patient was revised to address loosening of the tibia. The stem was impinging on the anterior cortex of the femur.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported device loosening; however, provided information indicates the length of the stem component was a contributing factor to the reported impingement. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigating will be re-opened.